Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was returned for analysis. A coil plunger, coil introducer and a coil were returned. The coil returned out of the coil introducer. The coil was inspected and was found kinked and stretched in the middle of it. Microscopic inspection was done. The apex zap tip shape and surface was smooth. Base zap tip shape was found cut and missing. The dimensions of the coil that could be measured were found to be out of specification. The number of fibers were below specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states: "compatibility with microcatheters other than the boston scientific 0.53 mm (0.021 in) lumen i.d. Microcatheters has not been established." (B)(4).

Event description:
Reportable based on device analysis completed on 28-april-2017. It was reported that coil became stuck inside the catheter. The target lesion was located in the renal artery. A 6mmx6.5mm vortx¿ - 18 was selected for use. During the procedure, it was noted that coil got stuck inside a non bsc catheter when the tip of the coil nearly reached to the lesion. The physician then withdrew the catheter and the coil out the patient together. No coil protrusion was noted from the tip of the catheter upon removal. The procedure was completed with another of the same device. No patient complication reported and patient's status was stable. However, device analysis revealed that the number of fiber bundles were below specification. The base zap tip shape was missing.